Manufacturer narrative:
In trouble-shooting, the medtronic representative tested the imaging system with their navigation system and, again, with another navigation system at the site. The medtronic representative reported that the leftside tracker on the imaging system, the side being used in the surgery, was inaccurate by approximately 1.7 millimeters. The right side tracker was accurate by less than 1 millimeter. On 09/27/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Calibration completed and passed. Issue resolved. System performed as intended. On 10/14/2016 software investigation completed. Findings are that trackers needed to be calibrated. Imaging system software was functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being inaccurate when the imaging system and the navigation system. Inaccuracy alleged to be approximately 1.7 millimeters. Surgeon continued using the imaging system image and navigation for the surgery. Confirmed that the screws were placed accurately in the patient. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction to device mfg date.